Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 515 mg/dl. The customer treated the high blood glucose readings with a manual injection. The customer's mother stated that insulin continued to squirt after releasing the act button. The mother stated that the escape button is not responding properly. The mother also stated that there is a crack located on front of the pump from the down arrow to the drive support cap. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests or verify any alarm due to the detached end cap. The drive support disk was inspected and no anomaly was noted. The pump was received with partially broken reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.